Event description:
Procedure performed: hemorrhoidectomy. Event description: four complaints have been made from this complaint submission. Complaint #(B)(4). Complaint #(B)(4). Complaint #(B)(4). Complaint #(B)(4). The event date is unknown. The rep was informed that these events occurred sometime in the past week. ((B)(6) 2021 to (B)(6) 2021). Limited information is available at this time. The rep was not present during the cases. The rep was informed that four patients experienced post-op complications after being in a case in which an eb230 was used. The nature of these complications are currently unknown. The surgeon for these cases was dr. Dr usually uses harmonic but for this case used eb230s. Dr has not used voyant before. During the case bleeding was noted but the location and severity of the bleeding is unknown. No product is available for return. Products were not saved by the facility. The facility knows to save complaint products. Additional information received via email on 25mar2021 from applied medical account manager I. "I wa able to meet with the or director yesterday to discuss the cases that occurred on (B)(6). The or director told me that this is a brand-new physician that only operates at the facility once a month. I was told bleeding occurred post operatively, so no devices were saved and there is limited information." "I was told there was post-operative bleeding, but all patients were tended to accordingly." Additional information received via phone on 25mar2021 from applied medical account manager I. As this was a hemorrhoidectomy procedure, the patients did not need to be opened up to address the bleeding. The facility considered the bleeding to be minor. The exact interventions used to address the bleeding is unknown. No additional information about the original procedures are available due to the hospital staff not able to recall details about the case since it has been several weeks since the original procedures on (B)(6) 2021. Type of intervention: the patients did not need to be opened up to address the bleeding. Patient status: all patients were tended to accordingly.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, testing was unable to be performed and applied medical was unable to replicate the complainant's experience. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the root cause of the event. The probability and criticality of the harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Manufacturer narrative:
The event unit is not returning to applied medical for evaluation. A follow-up will be submitted upon completion of investigation.

Event description:
Procedure performed: hemorrhoidectomy, event description: four complaints have been made from this complaint submission. (B)(4). The event date is unknown. The rep was informed that these events occurred sometime in the past week. ((B)(6) 2021). Limited information is available at this time. The rep was not present during the cases. The rep was informed that four patients experienced post-op complications after being in a case in which an eb230 was used. The nature of these complications are currently unknown. The surgeon for these cases was dr. []. Dr. [] usually uses harmonic but for this case used eb230s. Dr. [] has not used voyant before. During the case bleeding was noted but the location and severity of the bleeding is unknown. No product is available for return. Products were not saved by the facility. The facility knows to save complaint products. Additional information received via email on 25mar2021 from applied medical account manager I. "I was able to meet with the or director yesterday to discuss the cases that occurred on (B)(6). The or director told me that this is a brand-new physician that only operates at the facility once a month. I was told bleeding occurred post operatively, so no devices were saved and there is limited information." "I was told there was post-operative bleeding, but all patients were tended to accordingly." Additional information received via phone on 25mar2021 from applied medical account manager I. As this was a hemorrhoidectomy procedure, the patients did not need to be opened up to address the bleeding. The facility considered the bleeding to be minor. The exact interventions used to address the bleeding is unknown. No additional information about the original procedures are available due to the hospital staff not able to recall details about the case since it has been several weeks since the original procedures on (B)(6) 2021. Type of intervention: the patients did not need to be opened up to address the bleeding. Patient status: all patients were tended to accordingly.